Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that upon opening the device package, the wire guide was kinked near the distal tip. There was no reported impact to the patient as a result of the product issue and another wire was used instead. It was further confirmed that two kinks were present in the shaft of the coil. In addition to that, an unknown white dried substance was detected throughout the length of the wire guide which indicated that some type of prepping of the device had likely occurred.